Event description:
It was reported that pump battery depleted too quickly, and caller experienced low power alerts without pump shutdown. There was no reported impact to the customer¿s blood glucose level. Customer was using mobile app and continuous sensor and reported usage patterns that could increase battery use, but depletion was considered excessive, so customer was instructed by technical support to fully charge battery, and support planned follow-up; no additional information was received regarding the outcome of the event.